Manufacturer narrative:
The reported issue with the compressor loosing power during use was confirmed during evaluation of the provided problem description and service report. Our fse (field service engineer) was on-site to investigate the issue further and found out that the compressor's transformer was defective and required replacement. Customer did not request service and contacted third party for repair. Information about the current status of the ventilator has not been provided. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor lost power during use. There was no patient harm reported. Manufacturer's ref. #: (B)(4).